Event description:
It was reported the colonovideoscope had a e315 incompatible scope error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2 and h3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was likely water was flooded inside the scope connector, therefore, the error code "e315" occurred because an overcurrent due to a short circuit occurred due to moisture adhering to the built-in printed circuit board, and the electronic components on the printed circuit board were destroyed, causing the suggested event. However, the root cause of the reported event could not determine. Olympus will continue to monitor field performance for this device.